Event description:
It has been reported to philips that dpm issues with hardware 4 in the tempus ls device. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
No allegation of malfunction.